Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high r-wave amplitude. Both the rv lead and the right atrial (ra) lead were explanted. Further information was requested but not yet received.